Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained for enteric viral panel. Confirmatory testing was done on samples that gave erroneous results. Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter: "reporting issues with ¿false positive results¿ when running the enteric viral panel. Normalization values are out of specs for 585/630 (noro/astro) and 680/715 (spc). Thought to be false positives on patient samples for norovirus and adenovirus. No delay of treatment as customer recognized from the curves that runs needed to be repeated. No new samples were needed - enough stool to do plenty of repeats."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6) had a "false positive¿. Customer reported that they had increasing false positive results when running evp. Application specialist determined that the normalizer ratios are out of specification. Field service was dispatched. Field service renormalized both readers. Instrument was decontaminated. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by application specialist. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained for enteric viral panel. Confirmatory testing was done on samples that gave erroneous results. Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter: "reporting issues with ¿false positive results¿ when running the enteric viral panel. Normalization values are out of specs for 585/630 (noro/astro) and 680/715 (spc). Thought to be false positives on patient samples for norovirus and adenovirus. No delay of treatment as customer recognized from the curves that runs needed to be repeated. No new samples were needed - enough stool to do plenty of repeats."